Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the symptomatic patient presented to clinic for a routine follow up. The right ventricular lead exhibited unacceptable thresholds. A chest x-ray revealed that the lead had dislodged. The lead was revised on (B)(6) 2014.